Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73f2100268 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The hemolok was easily broken and unable to use. There was no reported injury.

Event description:
The hemolok was easily broken and unable to use. There was no reported injury.

Manufacturer narrative:
(B)(4). The customer returned one loose broken clip hook half, packaging, and one cartridge from one unit of 544233 hemolok ml clips 3/cart 42/box for investigation. The returned sample was visually examined with and without magnification. Slight scrape marks were observed on the returned cartridge. Two pierced boss clip halves were discovered within the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clips were broken in half at the hinge. Evidence of use in the form of biological material was observed on the returned sample. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The device history review for the product hemolok ml clips 3/cart 42/box lot# 73f2100268 investigation did not show issues related to the complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned broken clips were broken at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of broken/detached parts - clip - hinge was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature.